Event description:
It was reported that patient had stopped charging their device as recommended as they were no longer using it, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.